Event description:
A report was received that the patient underwent a revision to reposition extension connectors for comfort. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient weight not available. Device remained in patient. Additional suspect device components involved in the event: model: sc-3138-35 description: lead extension (phase iii) 35 cm this is a final report.